Event description:
Customer reported via phone call to have received a weak signal alert, insert new sensor alert and check blood glucose. Customer reported that blood glucose was 569 mg/dl. Customer also reported that site bled a lot. Customer will work on site rotation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.